Event description:
A lay user / pt contacted lifescan (lfs) in 2006 alleging that the penlet was not working. A med affairs spec (mas) sent follow up questions and obtained the follwing info. One week prior the pt was unable to test on his meter due to the lanced not firing. Readings was a 21.0 mmol/l (378 mg/dl) and a 10.1 mmol/l. Dates and times unk, since the pt claims the time and date on the meter incorrect. The pt does not take any diabetes medication. He controls his blood glucose via diet. In 2006 the pt felt sweaty and shaky prior to testing and tried to rest; however, was unable to get the penlet to work. He took his normal medication for other illnesses no-diabetes related. He fell unconscious two hrs later and his wife contacted paramedics. When paramedics tested him his blood glucose was very low ("minus figures"). The pt was unconscious for 1.5-2 hrs and regained consciousness in the hosp. He was treated with 2 bags of IV dextrose and has had the penlet for a year. The pt testes his blood glucose once a day. A normal reading for the pt is between 5.6 mmol/l-12.1 mmol/l (100 mg/dl-217 mg/dl). Customer care agent (cca) sent the pt a replacement meter and penlet. The complaint is being reported because the pt was unable to test his blood glucose and had a hypoglycemic event.